Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received seven inappropriate shocks. Noise was seen on the electrogram, and the rep suspected that the patient experienced supraventricular tachycardia at the time. The rep manipulated the device in the pocket in order to see if the noise was reproducable, and it was not. The lead remains in use. No further patient complications have been reported as a result of this event.